Event description:
It was reported that the emergency room physician wanted a review of reports for this pacemaker. Technical services (ts) reviewed the reports and noted that there was potentially loss of capture (loc) on the right atrial (ra) channel and there was a pacemaker mediated tachycardia (pmt) episode. Ts noted that the pmt episode appears to be due to an atrial driven rhythm. Ts recommended following actions. The physician planned to refer the patient to a cardiologist. The device remains in use. No adverse patient effects were reported.